Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope was detached at the distal end. It is unknown when the issue was found. There was no patient injury or patient involvement reported.